Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was septic and was admitted to the hospital. Further investigation noted the patient experienced an infective endocarditis. The pacemaker was explanted on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.